Event description:
On august 18, 2006 the lay user/patient contacted lifescan alleging that his one touch ultra meter was prompting the error 1 message. According to the owner's manual, the message would indicate that there was a problem with the meter. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient attempted to test prior to the onset of his symptom and was unable to obtain a blood glucose result. The patient took 70/30 insulin following the attempted use of his meter. He described feeling shaky at the time of concern. No attempts were made to test during or after the onset of his symptom. There was no indication that the patient sought any medical attention. The patient left his meter at work at the time of the call and the customer care advocate (cca) was unable to obtain the meter serial number or perform troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to obtain a quantitative result, administered insulin, and developed symptom of shakiness.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.